Event description:
It has been reported that the isoflex mattresses that were delivered to the hospital were full of moisture. According to the facility, the mattresses needed to be unzipped and allowed time to dryout. No pt involvement or adverse consequences were reported.